Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) called back. His pcu still not connected with server after transfer network configuration. I told him, in order for us to confirm he had the correct network configuration package uploaded to the pcu8015. He needs to find a working pcu8015 , export and import network configuration and transfer it the pcu. We could not perform this task because all of his pcus8015 were fip enable. I got his hospital's network configuration from our network support team and emailed it to him. He got it, I remote in to his computer and set up new network configuration package and transfer it to the pcu8015. He will take the pcu up stair and check again. If it still does not work, he will contact his it for further assistant with the network profile. (B)(4). (B)(6) had a pcu8015 did not update new library. I step him through process transfer network configuration. In his biomed shop, it did not have a good network connection. He will take the pcu8015 to different area to get better access point. If it does not connect server, he will call us back.